Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure a dissection occurred. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid right coronary artery (rca) with 80% stenosis and a 3.5mm reference vessel diameter. Target lesion 1(rca) was treated with placement of 3 overlapping taxus express2 8.8% stents (all 3.5 x 12 mm). Residual stenosis was 0% following post-dilatation. The day following the procedure, the pt complained of recurrent chest pain and was returned to the cath lab. Labs and EKG showed no acute changes. Cardiac catheterization revealed a 75% stenosis in the rpda. The lesion was treated with placement of a 3.0 x 8 mm taxus express2 8.8% stent. Following post-inflations, repeat angiography revealed a dissection. This was treated with placement of a 2.5 x 8 mm taxus express2 8.8% stent. Injections revealed that the dissection was not totally covered; therefore, a second 2.5 x 8 mm taxus express2 8.8% stent was deployed. There was no residual stenosis. The pt was discharged 2 days later. In the opinion of the physician the events were not related to the taxus stents.